Event description:
Following surgery only 9 of 10 surgical patties were located. Since 10 had been counted prior to the surgery; one was suspected to have been lost either in the pt's cranium or elsewhere outside of the wound. An x-ray was taken of the cranium and no pattie was detected. Another pattie was x-rayed outside of the wound (on the table) but this also did not show up on the film. As a result of this finding; the pt's cranium was reopened and the pattie was manually searched for; thus extending the or time. The pattie was determined not to be in the pt's cranium.